Event description:
The stapler misfired causing extra bleeding. The surgeon had to emergently convert to an open procedure. Ethicon rep paged and came to work with the surgeon. Manufacturer response for ethicon vascular stapler, ethicon vascular stapler (per site reporter): rep was called to the operating room to work with the surgeon.